Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A consumer reported that she has a thick membrane on her intraocular lenses (iol). She reported having cloudy vision in both eyes with halos for some time. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye that was implanted with an iol in 2015.